Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a lead revision procedure on (B)(6) 2026, [related manufacturer reference number: (B)(4), the left l1 lead was accidently explanted. As a result, surgical intervention may be undertaken to address the issue.